Event description:
Clinic notes were received for the patient's planned replacement. Within the notes it was reported that the reason for replacement is because the vns turned itself off in the past, possibly due to battery depletion ('aging of the battery"). Diagnostics were reported to be ok. Within the clinic notes it was stated "vns off or battery need change." And later it was stated the device was interrogated and the output enabled. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Manufacturer narrative:
Relevant tests/laboratory data, including dates: corrected data; initial MDR inadvertently submitted without relevant data if explanted, give date (mo/day/yr); corrected data: initial MDR inadvertently submitted ni instead of na.